Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the device was received and evaluated at the service and repair center. The reported complaint that the device was broken in 2+ pieces was not confirmed. However, on inspection of the device, further deficiencies were found to be impairing device function. It was found that the vap and des pedals, along with the battery housing and tray were damaged. The device was found to be not functioning intermittently. The microprocessor pcb along with the battery housing was replaced and the defective material exchanged to correct the identified failures. A mechanical upgrade was performed and the unit was cleaned, repaired and tested for functionality. The root cause for the intermittent operation is the defective microprocessor pcb. The damaged battery housing and tray are most likely caused due to user mishandling. Since the reported condition is not confirmed,the root cause for the reported failure cannot be determined. A manufacturing record evaluation was performed for the finished device (lot number : 1610073), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that the vapr vue wireless footswitch needs service as the device is broken. The device was received without any information from the customer site.